Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the mvs interface and the x-ray hand switch. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended.

Event description:
A medtronic representative reported that while using a medtronic imaging system during a training session with no patient involvement, that the exposure spin stopped part way through. They were able to take another spin and continue with training.